Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, out of range pacing impedance was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolved the event. The patient was stable with no consequences.